Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent a right knee revision three and a half years post-operatively due to pain and loosening.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Reported event was unable to be confirmed due to limited information received from the customer. No change to previously reported root cause.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00534, and 0001822565-2021-00536. Concomitant medical devices: femoral component option size c right catalog#: 00599401392 lot#: unk. Articular surface with locking screw "size yellow/c d 17 mm height" catalog#: 00599403017 lot#: unk. The device will not be returned for analysis, as its location is unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent a right knee revision three and a half years post-operatively due to pain. Attempts to obtain additional information have been made; however, no more is available at this time.